Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department from cv surgery for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility after the pump was powered on, the pump alarmed with a whitescreen error. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.